Event description:
Further follow-up revealed that the pt was admitted to the hospital in july 2005 for eeg monitoring. The eeg was done to evaluate the patient for ablation surgery. It was also reported that the vns system had been turned off in early july 2005 as it was no longer controlling the ptient's seizures. It was reported that after the device was turned off, the pt's seizure frequency or pattern did not change. It was reported that the patient had initially received effeicacy with the vns system which he not longer receives. It was later reported that the patient's seizures had worsened. Due to the conflicting information received, it is unknown if the patient was no longer receiving efficacy of if the pt experienced in increase in seizures with the vns therapy. The vns system was explanted because an MRI is needed to further evaluate the patient for epilepsy surgery.

Event description:
Reporter indicated that vns patient underwent vns therapy system explant for unknown reasons. Both the lead and generator were explanted. When a lead is explanted, it is normally because there is a product problem, user error, or clinical adverse event; however, investigation to date has been unable to determine the reason for vns therapy system explant. Report is incomplete because no response has been received to manufacturer's requests from treating physician.